Event description:
During extraction of a 100 mm cannulated screw, the surgeon noted that the tip broke off from the threaded flute. Detached piece was from the cutting tip with a length of 1.5- 2 mm. Cannulated screw sent to biomedical engineering for recording and delivery to manufacturer for analysis of failure. Case proceeded without additional complication or harm to the patient. Manufacturer response for 100 mm x 7.3 mm cannulated screw, synthes (per site reporter): awaiting follow up and return instructions.